Event description:
It was reported that after a surgical procedure it was observed that the small battery drive device main unit was broken was into two parts. The event did not occur during a surgical procedure. There were no reports of delays to a surgical procedure. During in-house engineering evaluation, it was determined that the device failed visual inspection because the saw head fell off. The device also failed pretests for general condition, check quick coupling for saw blades, check positioning of saw head, check function of device, check for unintended motion, check in ¿off¿ mode, check oscillation frequency with frequency meter and mode switch-test. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device failed visual inspection because the saw head fell off. The device also failed pretests for general condition, check quick coupling for saw blades, check positioning of saw head, check function of device, check for unintended motion, check in ¿off¿ mode, check oscillation frequency with frequency meter and mode switch-test. A CAPA has been opened to address the issue with the loose knob. The assignable root cause was traced to a design issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: during further follow up with the reporter it was stated that "the handpiece is physically fractured into two pieces."